Manufacturer narrative:
The device was returned to the MFR, and a service eval was given to the quality engineer for assessment. A f/u report will be submitted when the investigation is completed.

Event description:
It was reported that the attachment overheated during testing. No user injury was reported, no medical intervention and no adverse consequences were alleged with this event.